Event description:
It was reported via repair work order that the footboard had intermittent power due to loose footboard connector housing. It was also reported that the power cord had damaged sheathing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.